Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that less than a week after being implanted, this patient's right ventricular (rv) lead exhibited a rise in pacing thresholds and a decrease in amplitude measurements. Surgical intervention was performed and the rv lead was repositioned and remains in service. The physician believed the patient's condition to be the cause of the issue. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated the rv lead dislodged after being repositioned. Surgical intervention was performed once again and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.